Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). This occurred during a dwell cycle in peritoneal dialysis therapy. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.